Event description:
It was reported that during a hand assisted left nephrectomy, the kidney was removed, the top taken off, the surgeon replaced the top, lubricated his hand and inserted, at this time the seal tore. The device was replaced, lubricant was used, inserted his hand and the device tore almost immediately. Removed the device, closed the area and continued the case through the other trocars. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.